Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had all blank, blue line across the screen and keypad anomaly. No harm requiring medical intervention was reported. Customer stated screen froze but insulin pump came back on when the battery was changed. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated the buttons are responding now. The insulin pump will not be returned for analysis.